Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned to the manufacturer. Therefore it could not be analyzed. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) products optipac-s 80 refobacin bone cement r, reference (B)(4), lot number b726b04550 were manufactured on 16 october 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 2 complaints (including the current complaint) on the issue has been recorded for optipac-s 80 refobacin bone cement r, reference (B)(4), lot number b726b04550 within one year. With the available information, the exact root cause of the event could not be determined. An investigation has been performed, consisting of a documentary review. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. The product analysis can't be performed as the product was not returned. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that monomer liquid failed to enter the mixing chamber despite being under vacuum. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the product is conform and the root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that monomer liquid failed to enter the mixing chamber despite being under vacuum.